Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure 12.9 volts direct current (vdc) upon receipt, which are typical readings of batteries of this type. 11.5 vdc or higher is typical for discharged batteries of this type. Conductance measurements were 107 siemens (s) for the first battery and 115s for the second battery. Both were within specification but the readings are lower than typical. Typical readings are 140 to 150s, the minimum specification is 75s. After charging for over 24 hours, conductance measurements remained below typical which demonstrates that neither battery would properly charge, which corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The issue was discovered during routine testing by the customer. The battery is a backup and stays plugged in at all times.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery only lasted 12 minutes. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The batteries were replaced as a precaution. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.